Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (batch no. 827507-not valid/627307) inserted for female sterilisation. The patient's medical history included ectopic pregnancy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right salpingo-oophorectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2009. The patient has had a previous left salpingectomy secondary to a ruptured ectopic pregnancy prior to essure insertion. Lot # 827507 is not valid. Lot number: 627307 manufacturing date: 2008-05 expiration date: 2010-05 . Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (batch no. 827507-not valid/627307) inserted for female sterilisation. The patient's medical history included ectopic pregnancy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right salpingo-oophorectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in essure insertion date as 10feb2009. The patient has had a previous left salpingectomy secondary to a ruptured ectopic pregnancy prior to essure insertion. The lot number reported (827507) is not valid. Most recent follow-up information incorporated above includes: on 21-jul-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('essure removal'). In an adult female patient who had essure (batch no. 827507/627307), inserted for female sterilisation. The patient's medical history included: ectopic pregnancy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right salpingo-oophorectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted, in essure insertion date as (B)(6) 2009. The patient has had a previous left salpingectomy secondary, to a ruptured ectopic pregnancy prior to essure insertion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: lot number, reporter, rcc note added. Fu 1 and 2 processed together. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.